Event description:
Per the physician's report, the electrode was incorrectly inserted into the carotid canal instead of the cochlea. The surgeon explanted the device in 2006 and reimplanted a new device during the same surgery.

Manufacturer narrative:
This is a final report.